Manufacturer narrative:
It was further reported that care was withdrawn and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that use of the device cannot conclusively be associated with the outcome. The event occurred after the patient's demise. No interruption or compromise to patient care during use based on information at hand. The device malfunctioned at the end of support after the patient had already been assessed as expired.

Event description:
The user facility reported that after support was completed on a patient, the automated impella controller would not shutdown. The impella was disconnected from the console and required a hard shutdown. There was no subsequent harm to the patient.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.